Event description:
Patient said that, when she tried to inject herself with the needle, it bent and she wasn't sure if she received her insulin or not. She also stated that the caps fall off while still in the package sometimes. Diagnosis or reason for use: diabetes.